Event description:
Please see h10 with investigation findings.

Manufacturer narrative:
This record is for the second of two samples for particulate were returned sample 2: the drip chamber of the 011-cl3511 assembly was observed to have a small fragment of what appeared to be the white saline bottle stopper. When the drip chamber spike of the 011-cl3511 assembly was removed from the 5% w/v dextrose intravenous infusion bottle it was observed that the white stopper had tearing that would have led to white particulate shed when inserting the spike into the stopper. The entire fluid path was flushed and filtered to try and retrieve the particle observed but the particle was lost during flushing and filtering. The device history review for lot 5524202 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.